Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that their battery pack had ¿tore loose¿ and migrated and slipped. The patient reported that it was extremely painful and that the ins was sticking out around (B)(6) 2017. It was reported that the patient had pain at the implant site since implant and that it felt like the battery was pushing against the incision when they were sitting. The patient stated that their healthcare provider had told them that they would call them, but it had been 6 ¿ 8 weeks. No further complications are anticipated.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported that the circumstances that led to their initial implantable neurostimulator (ins) site pain/pushing/burning and migration was due to it never healing from the installation. There was constant burning and pain and it tore loose of the pocket at UK post op. The patient was never fitted with a binder. The steps taken to resolve the issue included the patient going to the emergency room (ER). They were sent home with no help. They asked their doctor at lead up to tear and were told to let it heal and it was normal pain. Apparently it was not. The issue was not resolved. It tore (B)(6). Scheduled for revision (B)(6). The patient noted that it took 6 weeks to see their doctor. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.